Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. No anomalies were noted with the 10 pin eeprom payload, and the magnetic sensor was properly oriented. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Following the atrial fibrillation (pvi) procedure, a pericardial effusion was diagnosed which required a pericardiocentesis to stabilize the patient. During the procedure, with the catheter in the left atrium, the se point of the catheter was continuously displayed in red and the following error message was displayed: "catheter in port se1 has a magnetic sensor issue. Check connections and consider replacing the catheter or its cable." All connections were checked, with no resolution. No ablation had been performed yet. The catheter was exchanged which resolved the issue and the procedure continued. During the procedure, fluctuating blood pressure values (from 147/82 to 78/43 mmhg) were repeatedly noted, which were interpreted as a reaction to the anesthesia after ruling out a pericardial effusion via ultrasound. The heart anatomy was noted to be somewhat complicated, and some structures were not able to be correctly assigned on the model. The physician wanted to proceed with the ablation, despite the recommendation to continue collecting geometry data to get a better orientation. After performing the ablation, because the veins appeared to be signal isolated, the physician declared the examination complete. During the routine ultrasound at the end of the procedure, a pericardial effusion was observed. A pericardiocentesis was performed which removed 200ml of blood and the patient was transferred to the monitoring ward in a stable condition.